Event description:
It was reported that high out of range impedances on all channels were observed on this newly implanted cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the data and noted that this crt-d was previously taken out of storage mode, causing high out of range impedances during daily measurement testing, as this device was not yet implanted. Data since implant found the right atrial (ra) lead, and right ventricular (rv) lead are measuring within normal range; however, this left ventricular (lv) lead continues to have high out of range pacing impedances, however no indication that therapy is impacted. Further follow-up is expected in order to monitor values. At this time, this lv lead and system remain in-service. No adverse patient effects were reported.